Manufacturer narrative:
The pressure bag leaking pressure could delay or interrupt therapy. This is attached to an arterial line and can impact patient therapy. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
The pressure dropped after 1 hour of use.

Manufacturer narrative:
The pressure bag leaking pressure could delay or interrupt therapy. This is attached to an arterial line and can impact patient therapy. Based on the reported information the criteria for reporting an adverse event have been met. CAPA-00463 was initiated for this reported failure mode. Manufacture date of the product associated with this complaint pre-date implementation of corrective actions of CAPA-00463. Ra: pressure leaking caused by inadequate or defective materials including gauges is identified in the risk analysis at a 6 (major).

Event description:
The pressure dropped after 1 hour of use.